Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number 20368549 on 7nov2024. The current complaint database has been researched for this event and there were no findings. The report was found to be written against a trs100sb2, anchor tissue retrieval system, device. The date of the procedure was on (B)(6) 2024. The reporter remained anonymous. The report states, ¿during a laparoscopic procedure, a 10mm tissue retrieval bag broke when trying to extract the specimen out of a laparoscopic port site. This resulted in a larger incision being made to extract the bag and an additional hour under anesthesia.¿ there was no report of extended hospitalization for the patient. This report is being raised due to the reported injury of larger incision required to remove bag.

Manufacturer narrative:
Response to request for maude report number in h10.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 50 complaints, regarding 53 devices, for this device family and failure mode. During this same time frame 818,992 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number (B)(4) on 7nov24. The current complaint database has been researched for this event and there were no findings. The report was found to be written against a trs100sb2, anchor tissue retrieval system, device. The date of the procedure was (B)(6)2024. The reporter remained anonymous. The report states, ¿during a laparoscopic procedure, a 10mm tissue retrieval bag broke when trying to extract the specimen out of a laparoscopic port site. This resulted in a larger incision being made to extract the bag and an additional hour under anesthesia.¿ there was no report of extended hospitalization for the patient. This report is being raised due to the reported injury of larger incision required to remove bag.